Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology, leading to a revision surgery. The existing device was removed and replaced with a tactra malleable prosthesis. It was said that the patient was set to recover.